Event description:
It was reported that multiple insulin pump cartridges leaked, which led to elevated blood glucose recorded at 380 mg/dl and required disconnection from the pump; the user administers subcutaneous insulin via pen and fills cartridges manually, and education was provided to insert the cartridge into the pump before attaching the connector to prevent leaks. Customer care provided support that included troubleshooting and user education, review of filling and loading steps, verification of lot numbers for the affected and current cartridges, and monitoring guidance. Investigation of this case revealed use-related error during cartridge installation as the likely source of leakage, with the affected and current cartridges sharing the same lot and the properly installed cartridge functioning without issue. Symptoms included hyperglycemia with thirst. Outcomes included interruption of pump therapy and use of a manual insulin injection without medical intervention or hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was user technique during cartridge connection rather than a device component failure.